Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that five epidural kits have broken vials.

Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit for. Visual examination of the returned kit revealed both lidocaine ampules appeared to be unbroken. The saline solution ampule was not returned. The reported complaint of broken ampules could not be confirmed based upon visual examination of the received sample. Both lidocaine ampules were returned unbroken. The saline solution ampule was not returned. A device history record review was performed with a potentially relevant finding. Although, the two ampules returned were unbroken, a CAPA was initiated to further investigate this complaint issue.

Event description:
It was reported that five epidural kits have broken vials.